Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3986a, lot# n148351, implanted: (B)(6) 2008, product type: lead. Product ID: 3986a, lot# n125489, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for cervical/neck reported via the manufacturer's representative (rep) as of (B)(6) 2016 they weren't feeling stimulation anymore, and were visually impaired so it was hard for them to know if stimulation was actually on or not. The implantable neurostimulator (ins) was interrogated with the clinician programmer which showed the ins was on, although the consumer mentioned they thought it had been off. After running the ins at 0.7 volts and reviewing all reference electrodes only 9, 10, and 11 were within range. The rep. Then ran impedances at 1.5 volts and saw similar results with 9, 10, and 11 in range but everything else over 20,000 ohms. Therapy impedance results were taken with program 1: 0-1-8+9+10+, 150 pulse width, a rate of 50, 2 volts, with results over 4,000 ohms, and a 0.075 current. Program 2: 0+1+8-9-, 150 pulse width, a rate of 50, 2 volts, with results over 4 ,000 ohms, and a 0.077 current. It was noted the battery voltage was 2.995. The consumer had several falls (usually fell at least every six months) with the most recent one in april of 2016 where they fell and hit the front of their face and their neck snapped back. The consumer was unable to confirm if the change in stimulation happened immediately after the fall in april or not. It was reviewed with the rep. That because group impedances were over 4,000 ohms the estimate with impedances 610 ohms for each program with an estimate of 69 months. The consumer did mention they were unsure when the ins was on or off so there may have been times when they thought it was on, but it was actually off, and vice versa. An impedance test was then performed at 3.0 volts with electrodes 4-7 and 12-14 were always showing over 40,000 ohms with other results ranging from 20,000 to over 40,000 ohms on electrodes 0, 1, and 2. According to the rep. The clinician programmer showed a 2x8 configuration with records indicating the consumer had two leads implanted which was most likely why some of the electrodes (4-7 and 12-15) were showing greater than 40,000 ohms. In order to try and resolve the lack of stimulation the rep. Increased the amplitude, but the consumer still wasn't feeling stimulation. The rep. Then reprogrammed the consumer using contacts 9, 10, and 11 which allowed the consumer to feel stimulation in the back of their head, near their ear, and into their arm but it was too strong in their hand and wasn't getting to their neck where they needed coverage. The rep. Then palpated along the system with stimulation on resulting in no change in stimulation being felt.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two additional information was received from a manufacturer representative on 2017-04-26 reporting that in the near future the patient would be scheduled for a normal battery replacement. The patient had some contacts out of range. The caller was not able to clarify which contacts were out of range. It was reported that the patient potentially may get a lead and/or extension replacement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s battery and extensions were replaced, and the patient is happy with their therapy. No further complications were reported.

Event description:
Follow up information from the manufacturer¿s representative reported that the patient¿s physician was aware of the situation. The representative also relayed their recommendations to the physician for the patient to get an x-ray. No additional information was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.